Manufacturer narrative:
(B)(4). D10-medical product psn fem cr cmt ccr nrw sz 7 r item# 42502006202 lot# 67401978. Psn tib np stm 5 deg sz d r item# 42532006702 lot# 67393967. Psn all poly pat ply 32mm item# 42540000032 lot# 67510077. Biomet bc r 1x40 us item# 110035368 lot# au09bb1301. Canary tibial ext 14x30mm item# 43557003014 lot# 035132. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient received a cortisone injection due to iliotibial band syndrome approximately three months post implantation. This was reported as resolved approximately two and a half months after receiving the cortisone injection. Attempts to obtain additional information have been made; however, no more information is available.